Manufacturer narrative:
Repair declined by todd shiparski, biomed, at todd.shiparski@agilitihealth.com as he requested only the recall to be completed. Please return unrepaired for all additional repairs additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp flow stop recall 2017- 04/08/2019 13:53:45 william burdette (wburdett) for additional repairs please contact todd shiparski, biomed, todd.shiparski@agilitihealth.com, 815-654-0767 04/09/2019 10:28:24 sandra j mcdonald (smcdonal) if there are questions regarding the po, please contact jeannine cherney 630-663-5180 purchasing@agilitihealth.com 04/17/2019 11:22:27 arjel ancheta (arjanche) inbound error 04/22/2019 05:56:14 dung v nguyen (dnguyen) est rcl to mj. 04/29/2019 09:03:05 lauryne wasan (lwasan) major repairs needed per dung nguyen, service tech, due to corroded rear case and failed pressure snesor (upper). Repair declined by todd shiparski, biomed, at todd.shiparski@agilitihealth.com as he requested only the recall to be completed. Please return unrepaired for all additional repairs 05/02/2019 14:02:08 dung v nguyen (dnguyen) lvp door latch recall completed. Return unrepair rear case housing assy was contamonation and upper pressure sensor assy for error code 240.4150.. Lvp bezel post recall completed. 05/03/2019 09:02:29 annette a mendez (amendez) 1001901740490006111500480982940078 01/31/2020 07:57:59 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.